Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Normal medical intervention was performed.

Event description:
It was reported that the patient was checked one day post implant. The physician noted that the patient had a pneumothorax. Normal medical intervention was followed, the patient would remain under monitored care.